Event description:
Reportedly, the problem with the subject programmer is that it no longer turns on and is unusable.

Manufacturer narrative:
Preliminary analysis revealed the presence of electrical noise when powering on the subject device.

Event description:
Reportedly, the problem with the subject programmer is that it no longer turns on and is unusable.

Event description:
Reportedly, the problem with the subject programmer is that it no longer turns on and is unusable.